Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Stryker's external legal counsel notified that proceedings are issued in relation to a howmedica device. No other event information was given. Stryker is working with the legal team to obtain clarification on the devices involved and specific issue associated with the legal proceedings. Update: the injuries board notification stated that the patient underwent a total left knee replacement on (B)(6) 2012 in which a prosthetic knee, comprising a tibial baseplate, cruciate retaining femoral component and a tibial bearing insert component were implanted. The tibial bearing insert was reported to have failed subsequently. The patient first sought medical attention in relation to this in 2015/2016.